Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of cincinnati medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of femur fractures with the t2 femoral nailing system¿ which is associated with the stryker ¿t2 femoral nailing system¿. This study includes research done on 52 patients requiring surgery between the period (B)(6) 2017 to (B)(6) 2019. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses pain from the distal interlocking screw and nail sitting proud after fracture healing for which revision of hardware (driving the rod to sit less proud, and replacement of the distal interlocking screws) was performed. The report states: ¿patient five was noted to have a significant amount of pain from the distal interlocking screw at 13 months postoperatively. The rod was also found to sit proud after the fracture had settled and consolidated. Two months later, the patient returned to the operating room to have a revision of their hardware which entailed removal of the screws, driving the rod to sit less proud, and replacement of the distal interlocking screws. The patient returned a month later, 16 months following the initial procedure, with very minimal signs of pain and was recommended to be seen on an as-needed basis.¿

Manufacturer narrative:
Please find new information in section d5.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of (B)(4) medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of femur fractures with the t2 femoral nailing system¿ which is associated with the stryker ¿t2 femoral nailing system¿. This study includes research done on 52 patients requiring surgery between the period february 15, 2017 to september 1, 2019. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses pain from the distal interlocking screw and nail sitting proud after fracture healing for which revision of hardware (driving the rod to sit less proud, and replacement of the distal interlocking screws) was performed. The report states: ¿patient five was noted to have a significant amount of pain from the distal interlocking screw at 13 months postoperatively. The rod was also found to sit proud after the fracture had settled and consolidated. Two months later, the patient returned to the operating room to have a revision of their hardware which entailed removal of the screws, driving the rod to sit less proud, and replacement of the distal interlocking screws. The patient returned a month later, 16 months following the initial procedure, with very minimal signs of pain and was recommended to be seen on an as-needed basis.¿